Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient sample with a cobas 8000 c 702 module. The initial result was 5.0 mg/dl. The repeated result was 9.20 mg/dl. The questionable result was reported outside of the laboratory. The repeated result was deemed correct. The reagent lot number was 55758601 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue.  The investigation reviewed the system's alarm trace and found an abnormal aspiration alarm on the day of the event near the time the sample was processed. The customer's sample pre-analytic details were acceptable. The field service engineer replaced the vacuum tubing on the rinse mechanism. The customer performed qc which was acceptable. The investigation determined the service actions resolved the issue.